Manufacturer narrative:
The customer¿s report of a channel error was confirmed but was not replicated during functional testing. Analysis of the pump module event log shows that at 6:34 am on (B)(6) 2017 a motor stall failure occurred during an infusion that was running at 1.5ml/hr. This error was recorded 76 times in the log from (B)(6) 2013 to (B)(6) 2017. The pump module was tested for motor stall issues and mechanical drag and passed. The proximate cause of the channel error was identified as a motor stall failure (error code 242.4030.0). The root cause of the motor stall error was not identified.

Event description:
The customer reported that during a fentanyl infusion the device displayed a channel error alarm and the module stopped infusing. All other channels continued infusing. The user temporarily changed the fentanyl to a different channel to continue, and later all devices were changed. Unspecified patient harm was reported, and although requested, no other event details were provided.